Event description:
During a follow-up, decreased pacing impedance and decreased sensing were observed on the right ventricular (rv) lead. Lead damage was suspected but it was not confirmed. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable and will continue to be monitored.